Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an alert for patient data (pd) missing. Technical services (ts) discussed troubleshooting including entering data manually. Clinician confirmed data was entered. Engineering analysis of device data verified that the device was operating normally. No adverse patient effects were reported. Currently, this s-ICD remains in service.